Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the device be received for evaluation.

Event description:
The customer reported the device won't turn on/off. There was no patient involvement.

Manufacturer narrative:
Additional in d10, h3, h6. The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. A review of the device history record for sn 15881344 was performed from date of manufacture 05/06/2020 to the present date 01/14/2021 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device.

Event description:
The customer reported the device won't turn on / off. There was no patient involvement.